Event description:
The customer reported that they received an erroneous result for one patient sample tested for ion selective electrode (ise) sodium. The sample initially resulted as 148 mmol/l. It is unknown if this initial result was reported outside of the laboratory. The sample was repeated and resulted as 141 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected by the event. The ise sodium electrode lot number was l45 with an expiration date of (B)(6) 2012. The field service representative determined that there was an electronic failure with the sample mechanism liquid level detection pcb. He installed a replacement sample mechanism liquid level detection pcb. He observed the analyzer and ran precision; all test results are within assay performance result expectations.